Manufacturer narrative:
D10 concomitant products: gg-122 - gg-122 chromic gut 3-0 75cm v20 x36, lot# d3j3704zy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a circumcision, when the surgeon went to tie the suture, the thread broke in the middle while tying, and when the scrub tech placed it in the needle holder, the needle pulled away from the suture. The same issue occurred with the second suture during the same case. There was no patient injury.